Event description:
Mitral valve in ring procedure with lampoon performed on a patient with an existing #27 abbott tailor ring. Tip to base lampoon was attempted multiple times, but the tip of the leaflet proved to be very heavily calcified. At this point the implanter decided to puncture the base of the anterior mitral leaflet at a2, then dilate the leaflet with coronary and peripheral balloons until it split. The team attempted to balloon the valve from the ao wire, in an attempt to lower the gradient. The balloon burst on the valve frame and was removed. The patient was very hypotensive, and it was at this point that the patient was placed on ECMO with multiple rounds of CPR administered. Patient was defibrillated multiple times for vf arrests. The patient developed a large pericardial effusion during this process, which was tapped but not resolving. The patient expired. Reference number: case no. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).